Manufacturer narrative:
This device was removed and returned for analysis. Analysis concluded the device had not reached elective replacement indicators. The device was subjected to simulated heart load conditions and the pacing and sensing functions were analyzed. No anomalies were revealed. Analysis concluded this device met specification.

Manufacturer narrative:
At this time, our investigation is complete. Should additional informaiton become available, this event will be updated.

Manufacturer narrative:
This device was returned for analysis. Upon completion of the analysis, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, it was noted this device was protruding through the patient's skin. A revision procedure will be performed in the near future. No adverse patient symptoms were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. When additional information is obtained, this event will be updated.

Event description:
Additional information was received. A replacement procedure was performed. This device was removed and replaced on the opposite body side. In addition, the chronic right ventricular lead was surgically abandoned and also replaced on the opposite body side. No further patient symptoms were reported.